Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-07261. Ipg was explanted and replaced to address the issue. It was determined one lead was fractured which was also explanted and replaced during the procedure. The investigation did not determine which lead was fractured.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices following an unrelated procedure. It was reported the ipg was sent into surgery mode prior to the surgery. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Correction: d6b explant date should have been (B)(6) 2023 instead of (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.